Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs6czb6. Hardware: sm-a166u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed skin irritation at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient reported a painful, purulent bump at the infusion site (abdomen), and upon pod removal, the skin was observed to be bleeding. The patient also stated they experienced syncope when their blood glucose level reached 400 mg/dl. There was no report of medical intervention. The patient was managed with supportive measures, including getting fresh air and drinking orange juice.